Event description:
A customer had a problem with the kendall maxid dialysis catheter. The customer states that when the patient came out of the shower, she noticed bleeding from the catheter site. The customer alleges that there was a cut in the catheter; the patient indicates that nothing sharp came near the catheter. No ill-effects to the patient occurred. The catheter was replaced in the ER with a new one. Sample is being returned for examination.